Event description:
It was reported that right atrial (ra) lead exhibited increasing/high thresholds and noise. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: cd2235-40q ICD, implant date: unknown. If information is provided in the future, a supplemental report will be issued.